Event description:
It was reported that there was a lead warning for low impedance of twenty four ohms on the right ventricular (rv) lead. On the same day there was an undefined resistance and a polarity switch on the left ventricular (lv) lead. Information revealed that this is a known behavior for the device and is not indicative of a lead issue. Technical consultants confirmed both of these lv and rv measurements are measurement errors resulting from the known device issue. The leads were tested and found to be acceptable. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data, 24 ohm impedance readings were observed.